Event description:
Can't walk without pain [walking difficulty], discomfort [discomfort], pain [joint pain] ([pain aggravated], [pain upon movement]), swelling [joint swelling], knee cap began not to track correctly [joint prosthesis component failure], one per week for three weeks [inappropriate schedule of product administration]. Case narrative: this case is cross-linked to the case ID: (B)(4) (same reporter). Initial information received on 11-mar-2019 regarding an unsolicited valid serious case received from the patient via health authorities of united states under reference number mw5084064. This case involves adult patient who experienced can't walk without pain, discomfort, pain, swelling, knee cap began not to track correctly and received one per week for three weeks, while he/she was treated with hylan g-f 20, sodium hyaluronate (synvisc one) (latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient took hylan g-f 20, sodium hyaluronate injection at the unknown dosage as one per week via intra-articular route (with an unknown batch number) as product used for unknown indication. On the (B)(6) 2018, it was reported that pain knee got progressively worse. It was also reported by the patient that patient had the worst pain and swelling and had got worse even the patient was resting. It was also reported that knee cap began not to track correctly causing excruciating pain. On the unknown date, patient also experienced discomfort and was scheduled to have partial knee replacement surgery for the knee because patient could not walk without pain. Final diagnosis was can't walk without pain, knee cap began not to track correctly, swelling, pain, discomfort and one per week for three weeks. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. Seriousness criteria: disability for swelling, pain, can't walk without pain and discomfort a product technical complaint was initiated, and results were pending for same.

Event description:
Can't walk without pain [walking difficulty]. Discomfort [discomfort]. Pain [joint pain] ([pain aggravated], [pain upon movement]). Swelling [joint swelling]. Knee cap began not to track correctly [joint prosthesis component failure]. One per week for three weeks [inappropriate schedule of product administration]. Case narrative: this case is cross-linked to the case ID: (B)(4) (same reporter) initial information received on 11-mar-2019 regarding an unsolicited valid serious case received from the patient via health authorities of united states under reference number mw5084064. This case involves adult patient who experienced can't walk without pain, discomfort, pain, swelling, knee cap began not to track correctly and received one per week for three weeks, while he/she was treated with hylan g-f 20, sodium hyaluronate (synvisc one) (latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient took hylan g-f 20, sodium hyaluronate injection at the unknown dosage as one per week via intra-articular route (with an unknown batch number) for unknown indication. On the (B)(6) 2018, it was reported that pain knee got progressively worse. It was also reported by the patient that patient had the worst pain and swelling and had got worse even the patient was resting. It was also reported that knee cap began not to track correctly causing excruciating pain. On the unknown date, patient also experienced discomfort and was scheduled to have partial knee replacement surgery for the knee because patient could not walk without pain. Final diagnosis was can't walk without pain, knee cap began not to track correctly, swelling, pain, discomfort and one per week for three weeks. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. Seriousness criteria: disability for swelling, pain, can't walk without pain and discomfort. A product technical complaint (ptc) was initiated on 18-mar-2019 for synvisc one. Batch number: unknown; global ptc number: 57702. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information received on 18-mar-2019. Global ptc number and its results were added. Text amended accordingly.